Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: fresenius technical service provided a documentation correction to the initial report which stated there was not a fluid leak at the time of the reported event. It has been determined that the event reported on 8030665-2021-00897 is not a reportable event related to fresenius products. There was no allegation of serious injury, adverse event, or reportable malfunction related to fresenius products. There will be no further updates on 8030665-2021-00897.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving multiple air detected in cassette warnings during fill 4 of 5. The fresenius technical support representative assisted with bypassing the patient to dwell 4 and the issue did not reoccur. Additionally, it was reported that an unspecified fluid leak was discovered during an unknown phase of treatment. Upon follow up, the patient contact confirmed that the cycler alarmed with multiple air detected in cassette warnings, however, they could not confirm a fluid leak was experienced during the reported event. The patient contact confirmed that the patient was able to bypass the alarms and complete treatment on the cycler without reoccurrence of the reported alarms. The patient contact confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The patient contact stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.